Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, post device changeout, an alert was triggered due to high pacing impedance on the right ventricular (rv) lead. The threshold had increased to a high value and there was a high number of short interval counts (sic). The lead was reprogrammed initially. A chest x-ray was performed as a setscrew or connection issue was suspected. A procedure to evaluate the setscrew and connection is scheduled and the lead and implantable cardioverter defibrillator (ICD) remain in use. No patient complications have been reported as a result of this event.